Manufacturer narrative:
Accessory model 37712, lot# 217030003, programmer model 37743, (B)(4), lead model 39565-65, (B)(4), implanted: 2010 (B)(6), explanted: unknown, accessory model 37752, (B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient experienced a burning sensation above the implantable neurostimulator (ins) following an MRI. The sensation occurred even with the ins turned off. Impedances were all ok. There was no problem found with the system. Additional information has been requested, but was not available as of the date of this report.